Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on properly) has been confirmed. Upon investigation the monitor failed incoming testing. The monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving service code 107 (multiple abnormal shutdowns).